Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy during a bur hole as a result of this event which required suturing to repair the dura tear. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop. It was also reported that there was an unintentional durotomy during a bur hole as a result of this event which required suturing to repair the dura tear. It was further reported that the procedure was completed successfully.